Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that when removing the shield, the needle with the shied was separated, like cut off, from the hub. The returned syringe was tested and the hub-needle assembly did not separate from the barrel when the shield was removed. Unable to perform DHR check for needle hub separates due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated, like cut off, from the hub.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated, like cut off, from the hub.